Event description:
Something is seriously wrong with our malem enuresis alarm. It powered on right but when my daughter wore it to bed, she complained of a hot, burning sensation within an hour of going to bed. On checking closely, there appeared to be gray mattery coming out of the back side of the device. It was the battery leaking. I pulled out the device and in the process, burnt my hand. The device was very hot. So hot that it is not possible to hold in the palm of my hand. The defect is caused by an internal issue I think, one that can be extremely dangerous for children. Fortunately my daughter woke up on time and I was able to remove it. If the device were in contact with her body, it would have seriously burnt her in her neck.